Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Concomitant medical product: boston scientific alliance ii inflation handle, cook ds-60cc syringe. For the one (1) event, the device was returned to cook endoscopy. Our laboratory evaluation of the product said to be involved determined that the catheter was damaged. The balloon was returned and, during a visual observation, the catheter was cracked and split. The catheter was split at 203.7 cm from the distal end of the proximal hub. Due to the condition of the catheter, the balloon was not able to be tested for inflation. No section of the catheter was missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that during an esophageal dilation procedure, the physician used a cook hercules 3 stage wire-guided balloon esophageal-pyloric-colonic. As reported to cook customer relations: "the balloon was positioned and placed. When the physician attempted to inflate the balloon, it would not inflate. The device was removed and used another of the same device." When the device was received for evaluation on 05/19/2016, it was noted that the catheter was broken 23 cm from the distal end. The one (1) event involved a patient with no consequences.